Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead presented impedance greater than 3000 ohms and was unable to be successfully implanted due to helix mechanism issues, no additional adverse patient effects were reported.